Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alerts and multiple pump error alarms. Customer was able to clear the alarm but did not receive request to rewind. Insulin pump passed self test and displacement verification test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.